Manufacturer narrative:
H3, h6 - a non-destructive eval was performed on the 86-4108 porous coated femoral knee component. The femoral component was received as two separate pieces due to fatigue fracture of the medial condyle at the posterior, distal chamfer. The fatigue striations on the lateral side appeared to progress across the fracture surface which suggests that the fracture origin is most likely on the lateral side. Metallographic examination showed evidence of fatigue crack propogation but did not reveal any evidence of material or manufacturing defects. The 2mm to 3mm cement mantle used to fix the femoral component showed good cement penetration into the porous beaded surface except on the most distal flat beaded surface on the medial side of the component. In summary, while the failure mode was one of fatigue, insufficient evidence was present to determine the exact cause of the failure. No material or manufacturing defects were seen on the component.

Event description:
Revision surgery performed following apparent fracture of a posterior condyle.